Manufacturer narrative:
It was reported that the patient experienced oxygen desaturation using the life 2000 device during the night while sleeping. There was no report of device malfunction. The patient wears the device 24 hours per day, and reportedly moves a great deal, while sleeping. During the night, the nasal interface tubing came off the patient, and subsequently the patient's oxygen saturation dropped to 82%. The device's nasal interface was placed back on the patient, and oxygen saturation came up to 87%. The patient was also reported to be disoriented, dizzy, and had chest pain during this event. Emergency services was called and the patient was hospitalized for three days due to low oxygen saturation. While hospitalized the patient received steroids and antibiotics, no additional intervention was reported. Upon discharge, the patient was instructed by her health care provider to resume use of the device. The patient's relevant medical history of chronic respiratory failure with hypoxia, copd, osa, hypoxemia (spo2 88% on 6mwt), emphysema lung and lung nodule. The life 2000 device is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device supports spontaneous breathing for patients unable to drive their own respirations and can be delivered via nasal pillows, face mask, or et tube. Follow up with the patient is planned for evaluation/training for mask usage with device. Oxygen desaturation is a below-normal level of oxygen in your blood and can cause symptoms such as restlessness, confusion, shortness of breath, headaches or in serious cases can interfere with heart and brain function, such as in this case were experienced by the patient. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, asthma, or other respiratory disorders anxiety, asthma, or pneumonia. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. The reported event of oxygen desaturation, likely due to use error of not ensuring the fit of the nasal interface was secure and snug, is considered a serious injury/serious deterioration in the state of health due to the required medical intervention. Therefore, this event is a reportable serious injury. Based on this information, no further action is required.

Event description:
It was reported that the patient experienced oxygen desaturation using the life 2000 device during the night while sleeping. There was no report of device malfunction. During the night, the nasal interface tubing came off the patient, and subsequently the patient's oxygen saturation dropped to 82%. The device's nasal interface was placed back on the patient, and oxygen saturation came up to 87%. The patient was also reported to be disoriented, dizzy, and had chest pain during this event. Emergency services was called and the patient was hospitalized for three days due to low oxygen saturation. The device was located at the patient's home. This report was filed in our complaint handling system as complaint # (B)(4).